Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the left ventricular (lv) lead exhibited high pacing impedance and high capture threshold. No intervention was made. There were no patient consequences.